Event description:
It was reported that the patient with this sling device presented recurring incontinence. The sling is currently implanted. No further patient complications were reported.

Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.